Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not "beep" appropriately when a continuous glucose monitor (cgm) high alert was declared, despite cgm settings set to full volume there was no reported adverse impact to the customer's blood glucose level related to the reported issue. The customer continued to use the pump for insulin therapy.